Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received, a complete lead was returned in three pieces. Two external insulation abrasions breaching the optim sheath only was found between the shock coils. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the external insulation abrasion was consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.